Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms damage on the tip of the device causing the stated failure. This device was manufactured in 2016. This device exhibits signs of excessive wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during set up in surgery the accord tensioner was found not releasing tension. No delay. The procedure was finished using a s&n backup device. No injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.